Event description:
It was reported "after the catheter into the patient, when starting the iabp, the balloon ruptured. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon ruptured" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter into the patient, when starting the iabp, the balloon ruptured. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".